Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve-in-surgical aortic valve (sav) procedure involving the 26 evolut proplus valve, a basilica procedure was performed prior to valve implantation to avoid coronary obstruction. The initial implantation of the 26 evolut proplus valve in the surgical valve was completed without complications. During post balloon dilatation, the balloon remained inflated and caused the valve to pop up, resulting in the need to snare the valve in the ascending aorta. Subsequently, a second 26 evolut proplus valve was implanted inside the surgical valve as a replacement. The patient remained stable throughout the procedure and recovered. No patient complications have been reported as a result of this event. Additional information was received that post-implant balloon dilation was performed with rapid pacing due to paravalvular leak (pvl).

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve-in-surgical aortic valve (sav) procedure involving the 26 evolut proplus valve, a basilica procedure was performed prior to valve implantation to avoid coronary obstruction. The initial implantation of the 26 evolut proplus valve in the surgical valve was completed without complications. During post balloon dilatation, the balloon remained inflated and caused the valve to pop up, resulting in the need to snare the valve in the ascending aorta. Subsequently, a second 26 evolut proplus valve was implanted inside the surgical valve as a replacement. The patient remained stable throughout the procedure and recovered. No patient complications have been reported as a result of this event. Additional information was received that post-implant balloon dilation was performed with rapid pacing due to paravalvular leak (pvl). Additional information was received that the severity of pvl prior to the post-implant balloon dilation was moderate by transesophageal echocardiogram (tee).

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve-in-surgical aortic valve (sav) procedure involving the 26 evolut proplus valve, a basilica procedure was performed prior to valve implantation to avoid coronary obstruction. The initial implantation of the 26 evolut proplus valve in the surgical valve was completed without complications. During post balloon dilatation, the balloon remained inflated and caused the valve to pop up, resulting in the need to snare the valve in the ascending aorta. Subsequently, a second 26 evolut proplus valve was implanted inside the surgical valve as a replacement. The patient remained stable throughout the procedure and recovered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012262187); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.